Event description:
It was reported that during an unspecified procedure, a shaft break occurred. While advancing the device into the patient, a shaft break of the 12mm x 2.25mm emerge balloon catheter occurred. The balloon catheter was removed with the guide catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).